Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported two or three tampons fell apart leaving pieces inside. Tampon pieces came out of her body and she went to her obgyn to have them removed. She was diagnosed with a bacterial infection and prescribed antibiotics. She experienced abdominal pain, bloating, discharge, odor and discomfort. Her symptoms did not improve so she went to the ER and was diagnosed with a yeast infection. She was prescribed a generic medication for yeast infections. The yeast infection continued and she saw her obgyn who performed tests to determine what antibiotic to prescribe.